Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements of greater than 200 ohms shortly after an implant procedure was completed. The physician reopened the device pocket and checked all the connections which were observed to be acceptable. The rv lead remains implanted and in service. No additional adverse patient effects were reported.